Manufacturer narrative:
The sample was collected in a serum tube with a gel separator. Centrifugation information was not supplied. The results were obtained from the primary container without any additional sample processing. Per the obtained proservice data, both levels of qc were within the customer's established ranges prior to and after the event. Bec review of the customer's levey jennings charts indicated that there were a few outliers for the leve 3 qc both> or <2 sd on (B)(4) 2011 and (B)(4) 2011. A field service engineer (fse) went on-site (B)(4) 2011 and performed a carryover test which failed the sample pipettor portion. Fse cleaned and realigned the sample pipettor. Fse then performed the carryover test again which then passed within specifications. Fse performed a routine system check, wash efficiency check and a 50 replicate precision test across all four reagent pipettors using the low level qc material, all testing passed within instrument specifications. The following MDR is related to this event: MDR #2122870-2011-03124.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a (B)(6) result above the normal reference range for one patient generated by the unicel dxl 800 access immunoassay system. Subsequent testing on both the original instrument and an alternate instrument produced lower results within the normal reference range. This MDR report documents event 2 of 2 events reported by this customer for this patient. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event.